Manufacturer narrative:
Concomitant medical devices: w3dr01, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short ventricular to ventricular intervals and impedance warning. The right atrial (ra) lead exhibited oversensing with small p-waves. The rv lead was programmed off and the ra lead remains in use. No patient complications have been reported as a result of this event.